Manufacturer narrative:
Device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify button keypad anomaly due to blank display. No moisture or damage or unlocked lcd keypad connector during visual inspection noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly and blank display anomaly. Customer's blood glucose reading was 130 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised the buttons were unresponsive the display screen was blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.